Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system when the needle is removed and the needle is completely withdrawn, it will become stuck and have resistance. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: one defected product was found that when the needle core was withdrawn, the needle core could not be withdrawn at the needle hub.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8325823. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The customer facility was able to submit samples for evaluation; bd engineers were able to observe a damage to the v-clip during the visual observation of the device. The root cause for this occurrence most likely due to a missing pin in the manufacturing machinery that lead to a misalignment during assembly. To address this issue we have repaired the damaged equipment, and retrained our inspection teams to increase awareness of this defect.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system when the needle is removed and the needle is completely withdrawn, it will become stuck and have resistance. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: one defected product was found that when the needle core was withdrawn, the needle core could not be withdrawn at the needle hub.